Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer would not sense; once the leads were connected to cables, no electrogram was present on the programmer screen. When the cables were plugged into a different analyzer, sensing was established. The analyzer is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm that the analyzer would not sense. The analyzer passed all incoming console and systems testing using known good programmer and cables. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the analyzer was returned for service.